Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained blood glucose results of 35 mg/dl and 140 mg/dl, within 2 minutes, when testing on the compact system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.